Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used to remove a gastric polyp in the stomach during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the snare was placed around the polyp and energization was performed; however, the polyp could not be cut, with only slight charring observed. When an attempt was made to remove the snare, it became caught in the tissue, making removal difficult. The patient's position was changed, and it was then possible to remove the device. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.